Manufacturer narrative:
The ipg was successfully recharged within a four-hour cycle, and analysis of the device data logs didn't reveal any anomalies related to premature battery depletion. However, a review of the charging log revealed a possible misalignment of charger with ipg causing lower than expected charge current and possible misalignment or poor ventilation causing the charging process to stop once a temperature limit is reached. These factors are known to contribute to charging difficulty when users don't follow the IFU.

Event description:
It was reported that the patient experienced difficulty charging the implantable pulse generator (ipg). The patient underwent a procedure where the ipg was removed and replaced with a new one. Post operatively, the patient was well.

Event description:
It was reported that the patient experienced difficulty charging the implantable pulse generator (ipg). The patient underwent a procedure where the ipg was removed and replaced with a new one. Post operatively, the patient was well.